Event description:
It was reported that during a laparoscopic colorectal procedure, the white plastic pad in jaws was noticed by surgeon. Pad was lifted, separated and flapping. No piece was in patient. Instrument was removed from patient, pad was removed and new instrument used to complete procedure. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.